Event description:
A tandem mobi cartridge alarm was reported, along with a pump malfunction. Customer's blood glucose level did not exceed 500 mg/dl and there was no adverse impact. Technical support confirmed the cartridge alarm and assisted with resetting the pump, allowing the customer to successfully resume insulin delivery.